Event description:
It was reported that the buttons are not working. Moisture behind the screen and low battery alarm. Customer replaced the battery and now the buttons are not working. The blood glucose reading is 194 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.